Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that during an angioplasty procedure of a calcified lesion in the subclavian vein, the pta balloon allegedly ruptured at nominal pressure. The lesion was mildly calcified. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. A visual inspection was performed and device appeared to be bloody. No other anomalies were noted to the device. An in house presto inflation device was used to inflate the device, and a water leak was noted to the proximal end of the balloon. A circumferential break was noted at the proximal glue joint under magnification. No other functional test performed, due to condition of the device. Therefore, the investigation is confirmed for the identified glue joint break, as a glue joint break was noted during microscopic evaluation. The investigation is inconclusive for the reported balloon rupture, as functional test could not performed due to condition of the device. A definitive root cause for the balloon rupture and break issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2022), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of a calcified lesion in the subclavian vein, the pta balloon allegedly ruptured at nominal pressure. The lesion was mildly calcified. There was no reported patient injury.